Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 500 mg/dl. The customer was declined troubleshooting for high blood glucose. Customer stated that he was not able to get signed into his care link account. Customer stated that he was getting a message stating that he was locked out of his account. The insulin pump will not be returned for analysis.